Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device was received with cracked case at display window corners, battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the buttons on the insulin pump were not working. When he attempts to bolus or enter carbohydrates the numbers on the device scroll up. Customer's blood glucose was 145 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.